Manufacturer narrative:
The 8mm maryland bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was observed to have a broken cable. The procedure was completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have the conductor wire dislodged from the connector pin crimp on the proximal end. The instrument failed an electrical continuity test. The conductor wire length measured 71.70 mm which was within the manufacturing specifications. The probable root cause of a dislodged conductor wire on the proximal end is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.